Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for multiple samples. The following results were provided: (customer provided reference range (critical): = 26.2 ng/l). Sid: (B)(6) initial result = 7.6 ng/l, repeat result = 31.49 ng/l. Sid: (B)(6) initial result = 13.7 ng/l, repeat result = 200.56 ng/l. The customer believes the initial results are correct. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section b5. The alnty pptr probes, pm sensor assy, and pcb, pipettor control board were replaced. The alinity I processing module function was verified with a control/precision run. The instrument service history for the alinity I processing module serial number (B)(6) verifies no subsequent issues have been reported related to false elevated alinity stat high troponin-I results post the current issue was identified. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the alnty pptr probes, pm sensor assy, pcb, pipettor control board or the alinity I processing module. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for multiple samples. The following results were provided: (customer provided reference range (critical): = 26.2 ng/l). Sid: (B)(6) initial result = 7.6 ng/l, repeat result = 31.49 ng/l. Sid: (B)(6) initial result = 13.7 ng/l, repeat result = 200.56 ng/l. The customer believes the initial results are correct. No impact to patient management was reported. Update: additional information received on 31oct2024. The customer mentioned the repeated samples had some latent fibrin clot which they believe falsely elevated the results. No impact to patient management was reported.